Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states, that the cell-dyn 4000 analyzer generated a "waste full busy" message. Subsequently, a second message was generated indicating "waste full not ready." A technician removed the cap from the waste container and got liquid waste on her face. The liquid did not get in her mouth, nose or eyes. The technician went under the shower, washing the liquid from her face with no harm or injury reported. No additional pt information was provided.